Manufacturer narrative:
(B)(4). Final analysis found the reported field event of high pacing lead impedance was confirmed in the laboratory via review of device image. Further evaluation indicated parylene on the rv is-1 contact spring. The cause of the field event was due to the parylene coating.

Event description:
It was reported that during device replacement procedure, the device exhibited high, out of range hv lead impedance. Device was replaced. There were no adverse consequences to the patient.